Event description:
It was reported that the user had purewick when they were in the hospital, they would say it work when they were in intensive care unit and on a ventilation and could not move. But when they kept it in place when the user was awake and moving it did not work as well. They ended up peeing all over there self. Also no one in the hospital read up on this product well it stated do not use the product if allergic to latex. Their doctor found the paperwork stating that. They were treated the user for infection that no one could figure out. It was very uncomfortable infection that lasted a very long time. As this might be great for many women, be aware if anyone have latex allergy. Might be the company could also make sure when they sold their product that the medical field know everything about the product.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. Correction: b. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user had purewick when they were in the hospital, they would say it work when they were in intensive care unit and on a ventilation and could not move. But when they kept it in place when the user was awake and moving it did not work as well. They ended up peeing all over themselves. Also no one in the hospital read up on this product well it stated do not use the product if allergic to latex. Their doctor found the paperwork stating that. They were treated the user for infection that no one could figure out. It was very uncomfortable infection that lasted a very long time. As this might be great for many women, be aware if anyone have latex allergy. Might be the company could also make sure when they sold their product that the medical field know everything about the product.